Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that there was a blood/diluent/clenz leak (approximately 50cc) on the countertop under their lh500 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the tubing at pinch valve 43 (pv43) had a cut in it and was leaking. Fse replaced the tubing and also completed preventative maintenance. This resolved the issue and no further leaks were reported. Repairs were verified per established procedures.